Event description:
Upon review of a (B)(6) male patient's download zoll customer support reported add gel/replacement belt messages and high impedance messages. The patient was contacted and a zoll patient service representative (psr) visited the patient to exchange the electrode belt. During the exchange, the psr reported that the electrode belt had a detached cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (add gel replace belt messages and damaged cable or wires exposed) were confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief and disconnected from the distribution node. This resulted in a loss of communication between the rear therapy electrodes and the dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.